Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7081691, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7081694, UDI: (B)(4).

Event description:
It was reported that patient had experienced uncontrollable bowel movements and experienced numbness. The patient underwent a spinal cord stimulator (scs) explant procedure where in all device were removed.